Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was unable to connect to the patient's home monitor. No intervention was reported and the issue was resolved. The patient was stable throughout.